Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The wire was removed from the device with little resistance due to wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the burr catheter with no resistance.

Event description:
It was reported that the burr was stuck on the wire. A 330cm rotawire and 1.75mm rotalink plus were selected for use. Upon withdrawal, the actual burr and wire were just stuck together so the entire system was removed as one. There was no kink in the wire or anything like that. The actual procedure worked fine and was completed using the same burr and wire. No patient complications were reported.

Manufacturer narrative:
Updated lot number from: 0023273117 to 0022871781. Updated expiration date from: 12/31/2020 to 09/30/2020. Updated manufacturing date from: 01/31/2019 to 10/31/2018.

Event description:
It was reported that the burr was stuck on the wire. A 330cm rotawire and 1.75mm rotalink plus were selected for use. Upon withdrawal, the actual burr and wire were just stuck together so the entire system was remvoed as one. There was no kink in the wire or anything like that. The actual procedure worked fine and was completed using the same burr and wire. No patient complications were reported.

Event description:
It was reported that the burr was stuck on the wire a 330cm rotawire and 1.75mm rotalink plus were selected for use. Upon withdrawal, the actual burr and wire were just stuck together so the entire system was removed as one. There was no kink in the wire or anything like that. The actual procedure worked fine and was completed using the same burr and wire. No patient complications were reported.